Event description:
It was reported that the patient who is enrolled in the relief 2 clinical study was admitted to the hospital due to an infection at the lead entry site. Subcutaneous swelling was noted below the puncture site, and it was red and tender. Cultures were taken and were positive for staphylococcus aureus, it was noted that the infection did not involve the spinal canal. The patient underwent a procedure in which the lead was explanted and small area surgical wound debridement, they were prescribed antibiotics, and was discharged from the hospital two days post explant. The event was reported as having a possible relationship to the procedure and possibly related to the device and is resolving. The devices were not returned for analysis.

Event description:
It was reported that the patient who is enrolled in the relief 2 clinical study was admitted to the hospital due to an infection at the lead entry site. The patient underwent a revision procedure in which the lead was explanted, was prescribed antibiotics, and was discharged from the hospital two days post explant. It was noted that the infection did not involve the spinal canal. The event was reported as having a possible relationship to the procedure and not related to the device. The event is resolving.